Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Throughout the call, the patient was difficult to follow. The reason for call was patient reported they had been having so much trouble with the device that it was ridiculous. Patient said they had the implanted neurostimulators charged this morning, but they couldn't get the stimulator to come on. Patient mentioned they met with a  representative for reprogramming on monday, and the representative reprogrammed their stimulator. Patient stated that every time they've had the ins reprogrammed, the reps never explain to them what had been done or what their programs are supposed to do/feel like. Patient stated prior to meeting with the rep, patient's stim was making them feel like they were on pins and needles, and it stung, so they would have to turn the ins off for a while to let their nerves calm down for an hour or two before turning stim back on when they would start hurting again. With the new programs that were set up, the patient complained they couldn't really feel stimulation at all; stated they maybe felt some stimulation in the pain in their toes, or maybe a little high in their left thigh. Agent walked patient through turning stimulation on and checking programmed intensity settings; saw no device found, but was able to successfully turn stim on and make adjustments after trying again (ins was at 60%). Patient stated they were on group a with program 1 set to 1.9, which they had turned down from 2.5 where the rep set it, even though they said the rep told them not to make any adjustments or to turn the stimulation off. Agent was uncertain if the pins and needles mention was from a prior issue with stim, or if that just started after programming, as patient explained it both ways. When agent tried to gather the event date for ongoing stimulation issues, patient just said it had been going on "for a while." Patient decided to turn the stim setting back up to 2.5 while on the call and said they may feel stim in the bottom of their feet, and asked if they should be making adjustments . Agent explained they could make adjustments as they saw fit or felt comfortable doing, but should really discuss with the rep when they return the patient's call. Patient did not seem to be listening to agent and kept making adjustments or detailing historical I nformation. Patient described how it felt when their stimulation became too intense and they would need to turn it off; felt like really bad cramps, like "grabbing at their ribs and pulling them out". Patient stated the pain and stim would make them too angry to deal with other people, and "messed with their brain;" agent understood they did not mean in a physical way, but more so in an emotional way. Patient stated they didn't want to have to turn stim off, because then they'd be back in pain, and they needed something to take the hurt away. Patient stated they hurt in their feet, ankles, legs and up their back; patient said they couldn't think because this was all messing with their mind. Patient said when they spoke with the recent representative in person, the rep said they may need to remove the implant, but patient did not explain further; due to nature of call, agent did not inquire further. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.  Patient said when they would charge up the ins, that was working, but something was messing with their head.